Manufacturer narrative:
Testing and investigation found the device did not sound an audible tone and did not deliver a dose when the bolus button on top of the device was pressed. This was due to contamination on the bolus key switch. The contamination prevented proper movement of the switch when the bolus button was pressed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible tone when the bolus button was pressed, which would indicate a bolus dose was delivered. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.